Manufacturer narrative:
A product investigation is in progress. Lot code received via photos on may 19, 2022.

Event description:
The entire tampon that was still in the plastic got stuck in my vaginal cavity [foreign body in reproductive tract]. Trouble inserting and freeing the plastic covering from the tampon [device deployment issue]. As I was inserting a new one the entire tampon got stuck [complication of device insertion]. Strings on the end of the tampons are too short [device physical property issue] tampon strings came apart [device breakage]. Case narrative: consumer reported via email that the tampon and plastic applicator became stuck during insertion. No serious injury was reported.

Event description:
The entire tampon that was still in the plastic got stuck in my vaginal cavity [foreign body in reproductive tract]. Trouble inserting and freeing the plastic covering from the tampon [device deployment issue] . As I was inserting a new one the entire tampon got stuck [complication of device insertion] . Strings on the end of the tampons are too short [device physical property issue] tampon strings came apart [device breakage] . Case narrative: consumer reported via email that the tampon and plastic applicator became stuck during insertion. No serious injury was reported. 15-jun-2022: the product in this case is actually a part of the l. Tampon regular+super package in gs22046071. Please see MFR report #1219109-2022-00220 as this case will be deleted from our database.

Manufacturer narrative:
A product investigation is in progress. Lot code received via photos on may 19, 2022.